Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead fracture. Device malfunction caused event but did not cause or contribute to a death or serious injury.

Event description:
It was reported to our country manager in (B)(4) that they had a vns patient who had high impedance over 10,000 ohms. X-rays were received for review and a frank lead break was noted. It is not known if the patient has already had surgery or if it is planned. Good faith attempts are underway for further details surrounding event.